Event description:
It was reported that the patient's left site was cultured (date unknown) and was positive for staph. The patient's left system was explanted. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no anomaly found, ipg is functionally ok.